Event description:
The info provided to sjm indicated a 23mm epic valve was selected for use for an aortic valve replacement. The pt presented with congestive heart failure and exertional dyspnea. An echocardiogram revealed aortic insufficiency with a preload of 25 and a peak gradient of 80mmhg. The ejection fraction was 60%. Aortic stenosis was also noted. It was suggested that there might be a severe pt-prosthesis mismatch. The pt is scheduled to undergo aortic valve replacement on (B)(6) 2014.